Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient experienced a ¿line blocked¿ alarm, which was resolved by replacing the cleo infusion set. This issue poses a risk of occlusion. There was patient involvement; however, no harm was reported.